Manufacturer narrative:
This MDR is being filed following our procedure governing MDR reports: *patient experienced a hypoglycemic event with blood glucose level of 27 mg/dl. *patient was taken to the hospital due to the seizures. *per valeritas ae assessor: likely contributing cause of the hypoglycemia is one vgo 40 contains too much insulin for pts. Current lifestyle. *device was discarded and is not available for technical review.

Event description:
Mother caretaker of type 2 diabetic pt. Using vgo 40 for two months reported to valeritas ae assessor "low blood sugar of 27 mg/dl 2017 with hospitalization". Ae assessor spoke with pts. Mother for further investigation of case. Pre-vgo bg 200-300mg/dl, no low bg, a1c unknown by pts. Mother, taking diabetes pills and lantus dose pts. Mother cannot recall. Using vgo 40 bg initially in the 100s mg/dl, most recently 27, 34, usually 79-82 mg/dl, was prescribed 2 clicks with meals with 1 click = 2 units, health care provider reduced the bolus clicks at sept. 2017 appt. From 2 clicks to bg 200-300 1 click, >300mg/dl 2 clicks. The pts. Mother has not been giving any clicks. Pt. Woke up on 2017 jerking mother unable to check bg, gave sprite soda, when pts. Mother was able to check bg a couple of hours later it was 82 mg/dl., new vgo placed about 7:30-8am bg 92mg/dl, 11:30am bg 102mg/dl, ambulance took pt. To hospital due to seizures later diagnosed as diabetic seizures, 12-12:30pm bg 72 mg/dl at hospital, within a few hours bg dropped to 27 mg/dl because pt. Could not eat due to seizures. Mother removed vgo, disposed in trash, and bg increased to 400 mg/dl with injections for insulin therapy by hospital staff. Likely contributing cause of the hypoglycemia is one vgo 40 contains too much insulin for pts. Current lifestyle. The pt. Was discharged thursday (B)(6) 2017. The pt. Saw her health care provider today who changed pt. From vgo 40 to vgo 20 with follow-up in 2-3 days. Patient has a history of seizures pre-diabetes when on dialysis.

Manufacturer narrative:
Date corrected. Lot #, exp. Date & UDI # provided. V-go lot # provided was used to produce multiple finished goods lots. The most current UDI# was provided in block and the other UDI's are listed here: (B)(4).